Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on tissue. The customer could not provide any additional case information, but stated there was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.